Event description:
It was reported that (2) devices were used during a lesion lifting procedure. It was reported by the affiliate that the tsb35 anvil dislodged after firing. There was no problems with the cutting or stapling, since it dislodged after the instrument was removed from the trocar. There was no consequence to the pt.